Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block b3: approximated based on the date the manufacturer became aware of the event. Block h11: the returned exalt model b scope was analyzed, it returned without any visual damages. During the functional test the scope was connected to the capital equipment and no image was displayed on the screen, the reuse error appeared. The electrical test measurements were within the normal values. During the media inspection, the attached photo showed the device connected, however, the screen stayed at home. The reported event was confirmed. The log files from the device indicate that the sud was used more than once and exceeded its usage limit. According to the instructions for use (IFU), the exalt monitor provides a warning when there are 30 minutes remaining of the 12 hour use time limit. When the limit is reached, the bronchoscope will no longer function, and the monitor will display an sud reuse error screen. Based on all gathered information, the probable cause selected is failure to follow instructions.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00405 for the exalt model b scope and report number 3005099803-2025-00403 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope during a bronchoscopy procedure performed on an unknow date, related to a tracheostomy. During the procedure, the home screen came back onto the monitor and the scope was not able to reconnect. The procedure was completed with another exalt model b scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number. For the exalt model b scope and report number 3005099803-2025-00403 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope during a bronchoscopy procedure performed on an unknown date, related to a tracheostomy. During the procedure, the home screen came back onto the monitor and the scope was not able to reconnect. The procedure was completed with another exalt model b scope. There were no patient complications reported as a result of this event.